Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to deliver within specification during flow testing. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump malfunctioned when administering dexmedetomidine during delivery in the intensive care unit. The patient received a 50ml bag within half hour to hour. The issue indicated that it was supposed to take a different amount of time. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.